Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department for further investigation. The fse confirmed and reproduced the reported error by running a rack rotation and receiving the error. Fse then cleaned the loader and adjusted x-1 step flag. The fse ran quality control and all results were within specification and without any errors. Instrument is performing as intended and was released. No further actions are required by the fse. A 13 month complaint history review and service history review for similar complaints was performed for serial (B)(4) from the 10th of july 2017 through awareness date on (B)(6) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6 troubleshooting, states the following: error: 708 x1-axis error. Explanation: operation error in x1-axis. Counter measure: inspect x1-axis. Execute sl. Rotate. The most probable cause for the reported issue is the x-1 step flag out of alignment. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving error 708 x1-axis error on their g8 instrument. The customer also indicated that the x1 pusher foot does not appear to be jammed but will not push the rack. The technical support specialist (tss) requested the customer to clean the rack position sensors but did not resolve the error. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.